Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a real-time egm. Programming changes were recommended.